Event description:
Event description boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator (eri) and was explanted after 44.2 months of service. It is not known at this time if a similar device was implanted as a replacement. Premature battery depletion has been alleged. To date, there have been no reported patient symptoms associated with this clinical observation.